Event description:
Information was received from the company representative (rep) via a healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication for spinal pain. The company rep stated that a hcp reported that patient had been hearing an alarm from the pump since september. She thought it had gotten more frequent over time and now was going off every 10 minutes. Pump was refilled yesterday and hcp apparently did not notice any reason for the alarm. The company rep stated patient was also reporting an increase in pain. She said the hcp had scheduled a dye study and possible pump replacement for later in the month. The company rep confirmed that pump was still alarming after it was refilled yesterday. Active alarm button was present on home page of interrogation. Agent reviewed steps to silence audible alarm. Additional information was received from the company representative (rep) via the healthcare provider reporting that everything was confirmed and taken care of. It was an update and it was a non critical alarm that had to be manually turned off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.